Event description:
Iridex became aware of a patient experiencing scleral burn during treatment with a micropulse p3 probe. Based on the information provided, it appears the treatment was performed within specifications. The eye was wiped with betadine as per the nurse, and it could not be confirmed if any residual betadine was present in the eye prior to treatment. Based on the information provided, the most likely cause of the issue is suspected to be contamination (betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. The micropulse p3 IFU has clear instructions to examine the probe tip before treatment and to avoid areas of perilimbal pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Engineering failure analysis could not be performed because the device was not returned for evaluation. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician.

Manufacturer narrative:
Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a patient experiencing scleral burn during treatment with a micropulse p3 probe. Based on the information provided, it appears the treatment was performed within specifications. The eye was wiped with betadine as per the nurse, and it could not be confirmed if any residual betadine was present in the eye prior to treatment. Based on the information provided, the most likely cause of the issue is suspected to be contamination (betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. The micropulse p3 IFU has clear instructions to examine the probe tip before treatment and to avoid areas of perilimbal pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns.